Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: infection device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: event summary: it was reported that the patient underwent a left primary thr in (B)(6) 2017.subsequently, on an unknown date the patient underwent revision surgery due to infection. The liner and the head (both zimmer biomet inc., warsaw products, reported in the split case (B)(4)) were revised. Avenir mueller stem remained inside the patient. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis (still implanted) review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Sterilization certificate of the stem was reviewed and confirmed that it conforms to the specifications. Root cause analysis: root cause determination using dfmea: - septic loosening due to infection due to unsterile implant (failure of sterilization procedure at supplier due to design) => not possible: no loosening of the stem is reported. - infection due to failure of sterilization procedure due to supplier process => not possible: sterilization certificate is reviewed. Gamma sterilization specification certifies the correct sterilization procedure. - transmission of infectious agents, infection due to reuse of the device which is only intended for single use => possible: it is not known whether the product was used before. Conclusion summary according to the reported event patient underwent revision surgery of the thr due to infection. Head and liner were revised, while the stem remained in patient. No medical data confirming the event of infection was received. No document was available for the investigation. In the absence of significant information, it is impossible to find a root cause for the reported event. Nevertheless, the irradiation certificate of the affected lot has been reviewed and was found to be according to specification. The gamma sterilization specification of the device certifies the suitability of sterilization. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Possible causes for the event may include reuse of a device which is only intended for single use or contamination during handling of the device.the investigation of the other components of the system is covered in zimmer biomet inc., warsaw split case (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent a total hip replacement on the left side on (B)(6) 2017 and the patient underwent revision surgery on unknown date due to infection. The liner 00-8751-008-32 and femoral head 00-8018-032-02 were replaced. The stem remained in the patient.